Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 14-jul-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a company representative regarding a patient receiving baclofen (2000 mcg/ml at 550 mcg/day) via an implanted pump. The brand of the baclofen was unclear. On (B)(6) 2020 it was reported that the patient¿s pump was replaced for normal eri (elective replacement indicator) longevity on (B)(6) 2020. During the procedure, they were unable to aspirate the catheter, but the catheter was not replaced at that time (see manufacturer¿s report # 3004209178-2020-02109). Since that time, the patient had not had good therapy results. The hcp believed that the catheter was leaking somewhere so they did a dye study about a month ago to be totally sure and were again unable to aspirate. The hcp stated that he believes the catheter is occluded and the patient¿s family does not want to put in a new catheter so they would be shifting the patient to oral meds. The daily dose had been in the 700-800 mcg/day range and the patient had been weaned down to 550 mcg/day now. Per they hcp, they had not noted any volume discrepancies when refilling the pump. The hcp was considering his options. The pump off password was provide in case they decided to permanently disable the pump. No further complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-may-12, additional information was received from the healthcare professional (hcp). They reported that the pump was programmed to minimum rate. The patient's weight was provided.